Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. It was also reported that the customer experienced an elevated blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided; cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.